Event description:
As reported by the user facility: possible date of occurrence was (B)(6) 2011, on the inpatient unit. Pt received 240 ml in less than an hour. Pt received continuous heparin drip in 45 minutes. Drip was stopped and pt received lab work for ptt level and medication was put on hold for 24 hours, then pt resumed therapy with a new pump. Rate and volume was stated 1700 unit/hr. Less than 30 ml solution remained in IV container. IV set was not saved to be returned with pump. No pt injuries or ill effects. Add'l info received indicates the clinician set up concentration as 1700 units/250 ml, and then proceeded to program a rate of 1700 units/hr.

Manufacturer narrative:
(B)(4). B braun medical, inc, is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report# (B)(4). The actual pump in the reported incident was returned for eval. A review of the pump log revealed that the pump was not used on (B)(6) 2011. There were no significant infusions after (B)(6) 2011. However, at 1:17:32 on (B)(6) 2011, the heparin drug library was initiated in piggyback mode, with a volume to be infused (vtbi) of 250 ml, a dose rate of 1700 iu/hr and a rate of 17 ml/hr. Based on the details in the received report, it is believed that this infusion corresponds with the reported event. The first infusion was started at 1:19:39 and was stopped after a pressure alarm was confirmed at 4:57:40. The actual volume delivered was 60.74 ml, or 99.2% of the expected volume. The volume infused was within the specification of 100 +/- 5%. There were 9 more infusions throughout the remainder of the day. Pressure alarms caused the pump to stop 6 times during the day, while the remaining 3 infusions were manually stopped by the user. The final piggyback infusion stopped once the 250 ml programmed vtbi was reached at 23:57:06 and the pump reverted back to primary mode. The pump infused for another 4 minutes in primary mode before it gave an air bubble alarm and was stopped manually. Based on the events on (B)(6) 2011, the pump functioned as programmed by the user. The volumetric accuracy was tested three times at a rate of 17 ml/hr with a vtbi of 250 ml using the customer's heparin drug library in piggyback mode, consistent with the pump operation log info. The test results met specification at 254 ml, 256 ml, and 257 ml. There was no free flow with the door opened or closed. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR. If add'l pertinent info becomes available from the MFR, a follow-up report will be filed.